Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: claim - patient not sufficient ventilated.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective pressure sensor assembly. Correction: replaced pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: claim - patient not sufficient ventilated.